Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that "during a eps surgery for the rejuvenate femoral hip system, the calcar fractured during the final seating of the stem. Surgeon prepared the femur by broaching with sizes 5-7 cutting edge advantage broach, and a size 7 rejuvenate before implanting a size 7 rejuvenate stem. During the final impaction of the stem the calcar fractured. Surgeon cabled the femur to stabilize the fracture."